Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy which occurred on the homechoice (hc) during use during dwell 5 of 5. The hp thought that she had compromised the sterility of the catheter when she disconnected prior to calling. The baxter technical services representative (tsr) assisted to end therapy. The hp would contact her nurse about the sterility issue with the catheter. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about this event. She stated that the patient had not opened her minicap up before she had disconnected. She disconnected, then opened up her minicap to place it. As her transfer set was not capped for a period of time, she was concerned about the sterility. The patient's transfer set had been replaced preventatively. There were no adverse events reported in relation to this event. The patient was continuing therapy on the homechoice successfully.

Manufacturer narrative:
(B)(4). This complaint for a report of use error failed to follow therapy steps was confirmed. The root cause was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.